Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned incorrect test strips. Meter was returned - no defect found. Reported defect not reproduced. Most likely underlying root cause; mlc-012. Product expired. Note: manufacturer contacted customer in a follow-up call on 22-mar-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for e-3 error, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 286, 228 248 and 223mg/dl. The customer¿s expected fasting blood glucose test result range is 124-150mg/dl. The customer was not checking her blood glucose on a regular basis, stating she tests 2-3 times a month, and was not using the proper testing technique (using hand sanitizer instead of handwashing with soap and water). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 08/31/2021 and test strips have been opened more than four months (expired). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 170mg/dl using true metrix meter. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).